Event description:
Info received indicates coram nurse started 5fu infusion noticed leaking where the tubing connects to the injection cap. Rn changed the tubing. No leak noted with new tubing.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet specification.